Manufacturer narrative:
Other text: device evaluation in progress.

Event description:
It was reported that when administering the anti-cancer agent to the patient through the product, the customer noticed the fluid was leaking from the filter. No patient injury or complications were reported in relation to this event.